Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional emboshield device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an emboshield nav6 embolic protection system (eps) was opened and it was noted that the deliver catheter (dc) pod was wrinkled and the filter could not be inserted into the dc pod. The eps was not used. A second emboshield nav6 eps was being prepared; however, the filter could not be inserted into the dc pod. The eps was not used. The procedure was successfully completed with a new emboshield nav6 eps. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that both eps's showed signs of use. The eps's were returned with blood on the coils and contrast on the dc pods, shafts, and coils. The return device analysis for the first eps identified that the proximal coil was separated (not in two separate pieces) 11.5mm, 12mm and 5.5cm distal to the proximal solder; however, the core was still intact. The return device analysis for the second eps identified that the dc pod was separated approximately 2.5mm distal to the marker. There was a tear on the distal separated portion of the dc pod for a length of 3.5mm. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned device. The damage to the barewire likely occurred due to handling/packaging for return to abbott. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.